Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 50-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had decreased flow to right leg where impella was placed. External fem-fem bypass was placed to increase flow to distal extremity. Patient developed hemolysis. Echo showed impella was deep with patient¿s left ventricle being on the smaller side. Doctor pulled back a couple centimeters, but did not want to pull back any further. Additionally, the patient was bleeding from mouth, so, heparin was withheld. Family made the decision to withdraw care. Patient experienced a sustained run of ventricular tachycardia (vt) after the decision to withdraw care and the impella was turned off and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the ventricular tachycardia (vt), limb ischemia, hemolysis, and vascular damage has been completed. Clinical details suggest that the pump was positioned deep in the lv, but this was due in part to the patient's anatomy being relatively small. Data logs were reviewed and there were no positioning alarms. There were 3 suction alarms, but this is not consistent enough to suggest a volume issue. No other abnormalities were noted. Product was not returned for investigation. Based on data log review and clinical details, the root cause of the hemolysis was determined to most likely be improper positioning due to patient anatomy. The root cause of the limb ischemia, vt, and vascular damage could not be determined without additional details. Added- h6 clinical code 1888 corrections to initial MFR report: g1-MDR reporting contact email.